Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter and a stopcock. The balloon was loosely folded with blood in the hub. Microscopic investigation of the balloon material revealed a pinhole in the balloon material, less than 1mm distal of the distal markerband. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.